Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a paroxysmal atrial fibrillation procedure, the physician stated that "it felt funny" and a cardiac tamponade was discovered on intracardiac 2d echocardiogram. A pericardiocentesis was attempted but unsuccessful. The patient was not yet stabilized so was taken to the operating room for a pericardial window procedure. The adverse event occurred during the transseptal puncture phase, before ablation had been performed. The transseptal puncture was performed with the brk needle. The non-abbott device used include a soundstar catheter, 2 vizigo sheaths, decanav catheter and smartablation generator all by johnson and johnson. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".